Event description:
It was reported that this artificial urinary sphincter (aus) exhibited fluid loss from the tubing resulting in patient incontinence. A new aus was implanted. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.